Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. UDI: (B)(4).

Manufacturer narrative:
Depuy considers the investigation closed. Should additional information be received the investigation will be reopened.

Event description:
Update 11/16/2016- pfs and medical records received. After review of the medical records for MDR reportability, alleged pain, discomfort, elevated metal ions, and popping and snapping sensations. The revision operative note for (B)(6) 2016 states negative MRI for pseudotumor but has elevated metal ions; no labs for metal ion levels available for specifics. The op note stated upon removing the metal liner from the cup, there was evidence of metallosis-appearing, dark-gray fibrous tissue between liner and cup, and in the dome hole. There was nothing said about metal bearing wear or debris identified. Bearing wear harm removed and metallosis harm added to complaint and medwatch. Updated demographics and comorbidities. There is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
UDI: ((B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges that patient has experienced pain in and around the hip joint and groin area, as well as numbness along the hip and down the thigh. Update 09/30/2016 litigation alleges patient was revised to address pain, discomfort, elevated ions and popping and snapping sensations. Adding the stem for the elevated ions.